Manufacturer narrative:
Analysis of the ins ((B)(4)) found it to be functionally okay with insignificant anomalies.

Manufacturer narrative:
Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturer representative (rep) reported that the patient had weight loss of 16 pounds and the implantable pulse generator (ipg) site was tender/painful. The physician felt the ipg was then too superficial after the weight loss. It was also reported that the ipg would not turn on and off despite multiple rechargers, a shocking sensation, and increased stimulation. There was increased heat at the ipg site following the weight loss during recharging to the point where she needed to remove the recharger and take a break. Weight loss was noted to have led to the event. Impedances were checked and found to be normal. The ipg communicated normally with the clinician programmer, recharger, and programmer. A replacement revision surgery took place and the issue was resolved. The patient was alive with no injury. Relevant medical history included reflex sympathetic dystrophy/causalgia-complex regional pain syndrome and spinal pain. No follow-up was required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.